Manufacturer narrative:
Approximate age of device - 34 days. It is unknown if or when the lvad was explanted from the patient after expiration. Further information was requested but was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient suffered an intracranial hemorrhage and expired on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the pump was not returned and was therefore not available for evaluation. A direct correlation between the device and the reported patient¿s expiration could not conclusively be determined. Stroke and death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.